Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient via the manufacturing representative, regarding a (B)(6) old female patient receiving intrathecal fentanyl 5000mcg/ml, clonidine 345mcg/ml , and bupivacaine 15mg/ml (does were asked and unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and post lumbar laminectomy syndrome. The concomitant medications and patient history were not reported. It was reported that the patient was doing normal activities and felt immediate severe pain, and knew her pump had stopped. The patient was also experiencing withdrawal. The patient went to the emergency room (ER) where the pump was interrogated, and found the "stopped pump" command. They gave the patient oral medication for the pain and a pain patch. The pump was scheduled to be explanted on (B)(6) 2015, and would be returned for analysis. The patient status at the time of this report was "alive- no injury." The issue was not resolved at the time of this report. If additional information is received this report will be updated.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Event description:
Product return contained no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the pump ¿just stopped (B)(6) 2015.¿ she was told by her doctor ¿it likely stopped due to granulation of the tubing.¿ the issue has already been resolved by physician. There were no symptoms reported. There were no further complications reported/anticipated.